Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 527, 503, and 179 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the testing. Reporter indicated she treated the customer with rapid acting insulin, amount not known, based on the result of 527 mg/dl. No other actions were reportedly taken or treatment received by the patient. A request was made for the return of the suspect device and replacement product was sent.